Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 4 of 7. Reference MFR report: 1627487-2018-12547, 1627487-2018-12551, 1627487-2018-12552, 1627487-2018-12555, 1627487-2018-12558, 1627487-2018-12557. It was reported that a patient had an infection at their lead site and soreness at their ipg site location; in turn, the patient was prescribed antibiotics by their physician. The infection and soreness have since resolved.